Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon reviewing the electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed and will be done when patient is in clinic. No patient symptoms were noted.

Event description:
New information noted that the patient presented remotely via merlin.net transmission. Upon review, the device had non-sustain right ventricular oversensing noted due to post paced t-wave oversensing. Programming changes were discussed.